Event description:
On (B)(6) 2022, an amazon customer commented that the product was false negative: consumer complained about age limit for use, poor quality of cotton swab, and false negative results as follows. At the time of purchase, it was not clearly stated that it cannot be used by children under the age of 14. The swab quality is very poor. The soft part which goes inside nose is absolutely poor quality, pointy, less cotton or whatever, and absolutely thin. There is so little liquid that not even half of the swab is sinked. Consumer used it for two people who are most likely to have covid-19 and who are most likely to have a loss of smell and taste and with cough etc, plus they both have lived with one can confirmed covid-19 positive person, but this test said negative. Importer comments: because the consumer tested the product for two people, this review included two reportable cases. Other cases are reported in clt-md-us-22-154. Due to the system functionality to not allow seller can leave the comments on the website or contact the reporter, it is not able for us to follow up to collect additional information and such as product information (lot #, expiration date, etc.) And any evidence of pcr result to prove false result etc. Following by reporter' consent.